Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unknown mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 1/18/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent right salpingo-oophorectomy and lysis of adhesions due to pelvic pain, right adnexal mass and rectocele. It was reported that patient underwent mesh removal and posterior wall repair due to dyspareunia, vaginal pain and levator myalgia on (B)(6) 1967. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Corrected narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient underwent posterior wall mesh removal, posterior repair and cystoscopy with indigo carmine on (B)(6) 2014 due to dyspareunia, vaginal pain and levator myalgia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.